Manufacturer narrative:
One device was returned for repair with complaint that device does not detect syringe. Service history review found no repair order within past 12 months. Visual/functional testing was performed. Device failed syringe size recognition test. Probable cause was the barrel clamp guide is broken. Replaced size pot and still device failed to detect syringe size. Found barrel clamp guide was broken. Replaced barrel clamp rod. Device passed syringe size test after replacing barrel clamp guide.

Manufacturer narrative:
Correction to g3 for initial date received by manufacturer. On further review a duplicate file was identified and per review of the duplicate file, the date has been updated to 11-oct-2024.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's syringe detection is not working well. There was unknown patient involvement. No patient harm/adverse event was reported.